Manufacturer narrative:
The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The catheter was returned with a guidewire still stuck inside. Dissection revealed that the guidewire lumen was flared and misshaped. There was no foreign material returned with or present in the returned device. Based on all the available information the observed stuck guidewire was likely due to device design due to the damage present in the guidewire lumen. It is likely that the damage occurred when the user deployed/undeployed the catheter without a guidewire inserted.

Event description:
It was reported that prior to a persistent atrial fibrillation a farawave was selected for use. During preparation, it was difficult to advance the guidewire through the guide wire lumen out of the distal end of the farawave catheter. When the wire was advanced out the distal end there was a tiny piece of unknown material on the tip of the wire. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that prior to a persistent atrial fibrillation a farawave was selected for use. During preparation, it was difficult to advance the guidewire through the guide wire lumen out of the distal end of the farawave catheter. When the wire was advanced out the distal end there was a tiny piece of unknown material on the tip of the wire. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.